Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was being used in a semi-permanent system. During routine follow-up the lead was found dislodged. As a result, the patient was hospitalized and a revision procedure was performed. The ra lead was removed and replaced. No additional adverse patient effects were reported.